Event description:
It was reported that the tip of the probe was broken during spinal surgery. The tip was retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the instrument was returned for eval. Probe bent in multiple locations starting around approx 50mm mark; approx 20mm of the tip is missing and not returned for analysis. Microscopic examination of fracture revealed a fairly tortuous fractured surface with no visible indications of fatigue. The bend tip, nature and location of fracture on the surface suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to spec.